Event description:
It was reported at the user facility that the device would not turn off and would remain activated. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.